Event description:
This complaint is from a clinical study, japan pms 2000'. As reported by the affiliate: approc nine months post index procedure a follow up cag was conducted and focal restenosis was observed inside the cypher implanted at the 1st diagonal, and also a stent fracture was observed in the cypher implanted at the proximal rca. The restenosis at 1st diagonal was 77%. The pt did not show any symptoms. To treat the restenosis, poba was conducted with a 2.25mm/length unk balloon at 16atms. The residual % of stenosis was 25%. There was no treatment for the fracture at the proximal rca because the stent was patent. The pt was in stable condition. Physician's comment: the probable cause of the restenosis was due to the fact that the stent apposition was not enough.

Manufacturer narrative:
The target lesions were the proximal rca, proximal lad and 1st diagonal. Vessel characteristics for the proximal lad will be omitted because there was no complaint involving this lesion. For the lesion at the 1st diagonal , the lesion was denovo, eccentric, discrete and bifurcated lesion, but it was not calcified or tortuous. The diameter of the vessel was 1.47 mm and the lesion length was 4.23mm. Pre-procedure stenosis was 54%. Classification was type b2. For the lesion at the proximal rca, the lesion was denovo, eccentric, tubular, flexion and ostial lesion, but it was not calcified or tortuous. The diameter of the vessel was 2.56mm and the lesion length was 9.34mm. Pre-procedure stenosis was 90%. Classified as type b2. The procedure was an elective case. Femoral approach was chosen for the procedure. At the 1st diagonal, pre-dilation was conducted with a 2.5x15mm balloon at 14atms. Inflation time was unk. A 3.0x33mm cypher des was deployed at 6atms for 31-60 seconds at the target lesion. Post-dilation was conducted with a 3.0x20mm balloon at 16atms. Inflation time was unk. The residual % of stenosis was 10%. At the proximal rca, pre-dilation was conducted with a 2.5x15mm balloon at 12atms. Inflation time was unk. A 3.0x33mm cypher des was deployed at 14atm for 16-30 seconds at the target lesion. Post-dilation was not conducted. The residual % of stenosis was 16%. On the same day, the proximal lad was treated. There was 80% stenosis. Pre-dilation was conducted with a 2.5x15mm balloon at 14atms. Inflation time was unk. A 2.5x23mm cypher des was implanted at 12atm for 16-30 seconds at the target lesion. A second 3.0x33mm cypher des was deployed at 14atms for 16-30seconds at the proximal end of the initially implanted cypher overlapping it. Post-dilation was conducted with a 3.0x20mm balloon at 16atms. Inflation time was unk. The residual % of stenosis was 26%. Timi flow before and after the procedure was iii. Ivus was conducted. Anti-platelet therapy conducted was following : heparin 7000u/day, ticlopidine hydrochloride 200mg/day and aspirin 100mg/day. This is one of two products being reported for the same event. Please reference manufacturing reports#: 9616099-2006-00644 and 9616099-2006-00645. Please note: device (cjs33300 lot# i0205085) is distributed outside the united states. However, it is similar to the united states product cxs33300. Any additional information will be submitted within 30 days of receipt.